Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level and low blood glucose level. The customer's blood glucose level was in 400's mg/dl at the time of the incident and low blood glucose value was in 40-42 mg/dl. The customer treated high blood glucose with insulin pump and the customer drank cranberry juice to treat low blood glucose level. The insulin pump will not be returned for analysis.